Manufacturer narrative:
Reported problem could not be duplicated. Frequency of death or serious injury reports for code 102 (overdelivery) for co is approximately 0.15/million sets.

Event description:
Overdelivery reported. The pump was received in the biomedical engineering dept with a note stating, "heparin delivered too fast." Co has made several requests for add'l info, but no specific details have been received at this time. There was no report of any adverse pt effects.